Manufacturer narrative:
The device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a separation to the guidewire lumen 3mm from the exit notch. Microscopic examination revealed that the guidewire lumen was stretched prior to separating. No other issues were identified with the device and no patient complications were reported.

Event description:
Reportable based on device analysis completed on (B)(6)2024. It was reported that the device was unable to advance into the guidewire. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 5.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, it was inserted into the non - boston scientific guidewire, but it could not be inserted midway. An inflation of the balloon was tried to perform outside the patient, but it was confirmed that inflation could not be performed as usual. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed a guidewire lumen separation.